Manufacturer narrative:
The glidescope core system (glidescope core 10-inch monitor, glidescope core smart cable and glidescope video baton 2.0 large) were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core 10-inch monitor and no issue was found; the fault could not be reproduced. The unit functioned as intended. The technician evaluated the glidescope core smart cable and confirmed the poor image quality issue. The technician reported that the hdmi connector was worn / damaged. The technician evaluated the glidescope video baton 2.0 large and confirmed the poor image quality issue noting that the hdmi connector was worn / damaged. The core smart cable and the video baton 2.0 were scrapped and replacements were sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the connection between the cable and baton seemed to be loose fitting resulting in the image cutting out. A delay of an unknown duration occurred as a backup core system was obtained.